Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report no audio output on (B)(6) 2015. The patient's mother did not report any injury or medical intervention. No additional event or patient information is available.